Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, therefore the DHR review are not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that multiple system errors reported 0117 (patient temperature 1 change not detected), 0116 (patient temperature 1 change not detected), 0109 (esophageal probe recommended), 0011 (patient temperature 1 below low patient alert). Per follow up information received via email on 26apr2024, this device will be sent to task management for repair. Device has not been serviced yet. Therapy continues on different device, no impact to patient.